Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device. The patient also alleged dirty filter. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 28, 2024, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges seeing particles in the device, burning/smoke/electrical odor. The patient also alleged dirty filter. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer identified several types of contamination with an unknown white, dust-like contamination at the air inlet of the blower box and within the iso port (international organization for standardization). Additionally, dust-like contamination was found on both the top and bottom of the blower motor, as well as on the blower motor seal. Black contamination, consistent with keratin, was noted at the air outlet of the blower box. Further, unknown white, dust-like contamination was detected at the bottom of the blower box. Lastly, black dust-like contamination, which did not match the characteristics of degraded sound abatement foam, was observed at the bottom of the enclosure. The manufacturer able to confirm dust like contamination in device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed there is no visible damage or functionality issues with the device, indicating that the source of the contamination is likely external to the device. In this report, section h6 has been updated.